Manufacturer narrative:
The alarm trace showed multiple abnormal aspiration, sample probe abnormal aspiration, and abnormal liquid level alarms around the time of the event. This can be an indication of poor sample quality. The field service engineer found that the cause was due to a broken ise dilution vessel, and the sipper syringe was surrounded by a powdery substance. He replaced the sipper syringe seals, the ise probe, the sipper nozzle, and the dilution cup. An ise check, calibration, and qc were performed with successful results. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The na electrode lot number was dtp05 with an expiration date of 07-apr-2026. The cl electrode lot number was djp12 with an expiration date of 03-dec-2025. Qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for multiple patients¿ samples tested on a cobas pro ise analytical unit, not matching the patients' clinical picture. Results for the following tests were affected: sodium (na) and chloride (cl). Discrepant results for 1 patient sample were provided. Na: initial result: 161.2 mmol/l. Cl: initial result: 124.2 mmol/l. The physician questioned the initial result, and the sample was then repeated on a different analyzer. Na: repeat result: 141.5 mmol/l. Cl: repeat result: 108 mmol/l. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued.